Manufacturer narrative:
As reported, an 8f 11 cm avanti plus introducer appeared severed, leaving a portion of the introducer inside the patient at the end of the procedure. During the procedure, the physician noted errors on a non-cordis mapping system, including ¿catheter out of mapping range,¿ ¿map points cannot be acquired,¿ and ¿invalid force measurements.¿ the catheter appeared out of the sheath on fluoroscopy while signals remained visible. The patient remained stable, though surgery was delayed by approximately 2 minutes, and the patient was transferred to another operating room for removal of the introducer fragment, while a non-cordis sheath introducer remained in the femoral vein to prevent migration. Whether the procedure was successfully completed, if fragments were generated, or if additional intervention was required remains unknown. This report reflects information received by FDA in the form of a notification per 803.22(b)(2). The product was not returned for analysis. A product history record (phr) review of lot 18427318 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer ¿ separated¿ cold not be substantiated and the root cause cannot be found because images were not provided and the device was not returned. Based on the information provided, procedural and/or handling factors cannot be excluded as a possible root cause. Review of the available information, including the event description and associated procedural details, did not provide sufficient evidence to assess user compliance with the instructions for use (IFU) for the avanti¿ plus catheter sheath introducer. The IFU instructs users to employ the device for single use only, inspect it prior to use, avoid contact with sharp instruments, discontinue manipulation if resistance is encountered, and ensure compatibility with appropriately sized catheters and accessories. Because the device was not returned and no procedural documentation or imaging was provided, it cannot be determined whether these instructions were followed. Therefore, user compliance with the product labeling could not be assessed. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8f 11 cm avanti plus introducer appeared severed, leaving a portion of the introducer inside the patient at the end of the procedure. During the procedure, the physician noted errors on a non-cordis mapping system, including ¿catheter out of mapping range,¿ ¿map points cannot be acquired,¿ and ¿invalid force measurements.¿ the catheter appeared out of the sheath on fluoroscopy while signals remained visible. The patient remained stable, though surgery was delayed by approximately 2 minutes, and the patient was transferred to another operating room for removal of the introducer fragment, while a non-cordis sheath introducer remained in the femoral vein to prevent migration. Whether the procedure was successfully completed, if fragments were generated, or if additional intervention was required remains unknown. This report reflects information received by FDA in the form of a notification per 803.22(b)(2).